Manufacturer narrative:
Investigation not complete.

Event description:
The initial testing found that the ac receptacle was burned. There were no adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation found the ac receptacle cable was burned. The device was visually inspected and evidence of fluid spillage was found on the ac receptacle cable. The probable cause for the burnt ac receptacle cable was due to fluid spillage on the ac receptacle cable.

Event description:
The initial testing found that the ac receptacle was burned. There were no adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.